Event description:
The device was used during a tah procedure. Reportedly, the instrument was difficult to open and close. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/13/1998-supplemental report #1 sent to FDA. Device not received for evaluation.